Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited an atrial lead position check failure. No interventions or changes were performed. The patient's status was unknown.